Event description:
It was reported that the user¿s ilet stopped dosing after the continuous glucose monitor was not paired because the user was using a libre 3 (not plus), which is incompatible with the device, leading to entry into bg run mode with user education provided on manual operation. Symptoms included hyperglycemia, with a reported blood glucose of 323 mg/dl. Outcomes included temporary suspension of automated insulin dosing with continued therapy via bg run and no reported hospitalization or medical intervention beyond guidance to contact the healthcare provider for the correct sensor. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed that the cgm was not paired due to use of a noncompatible sensor and that the device functioned as designed by suspending automated dosing and allowing bg-based operation. It was concluded that the event was attributable to user use of an incompatible cgm rather than a device malfunction, with appropriate resolution through education and instruction to obtain the correct sensor. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.